Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the pod cannula to dislodge. As treatment, a new pod was applied.